Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type iiia endoleak with complete implant separation, and persistent type iiia endoleak of the afx system after an unsuccessful endovascular re-intervention. The clinical assessment determined that there was also evidence to reasonably suggest a user-related error consisting of suboptimal position of the non-endologix bifurcated stent, which possibly contributed to the complete crushing of the superior margin of the bifurcated stent and the inability to exclude the leak. This complaint is most likely device-related due to strata material. The procedure-related harms and the final patient status post explant procedure could not be confirmed; post operative recovery included permanent respiratory failure (ventilator dependent), permanent renal failure (hemodialysis), gastrointestinal bleeding, enteric nutrition, and placement of an inferior venacava filter due to the removal of anticoagulation therapy. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 1068. 1354, 2907. Conclusion code - remove 11.

Manufacturer narrative:
The explanted devices involved in this event will not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type iiia endoleak with component separation was detected. The physician elected to treat the patient by implanting a cook (non-endologix) device on (B)(6) 2018. However, the leak persisted so the physician converted the patient to open surgery to explant the afx device. The patient was reported in good condition. There have been no additional patient sequelae